Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh90t01 lot# serial# (B)(6) implanted: explanted: product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine via an implanted pump. The indication for pump use was spinal pain. The patient called asking how long they had to hold the equipment over the pump after seeing the 'bolus started' screen. The patient then stated, 'when it says connecting, and it gets around to about the 90% area, it takes forever to go to 100%.' The patient stated, 'I thought it was getting slower to my pump almost being out of medicine but that's not the case, it's an every time situation' and stated 'it's been a minute since the pump was filled.' The agent did not further inquire about the event date due to the patient's difficulties answering questions and staying focused on the reason for the call. The agent had the patient unlock the handset and confirmed their lockout was 3 hours and 12 minutes. The patient inquired if it was normal for the handset to pause at certain percentages and stated that they powered off the handset after every use but did not close the myptm app. The patient mentioned their mouth was dry on the call. The agent reviewed information and reviewed closing the myptm app. The patient was going to monitor and call back for assistance as needed.